Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Medwatch sent to FDA on 07/06/2016. Device history review (DHR) and further investigation (fi) completed. Please see results below. Review of DHR for (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. In addition the DHR for the shell (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Training records of the personnel involved in the assembly of (B)(4) were reviewed and it was confirmed that they were trained in the applicable procedure at the time of performing the activities related to those procedures. There were no other records related to this event for units manufactured on (B)(4). There have been no changes in overall breast implant assembly event rates. According to the information gathered during the investigation, there is enough evidence to support that devices from (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
Explanting physician reported left side onset of recurrent seromas approximately 10 years after implantation. The seromas were "drained on three occasions." Approximately four months after the onset of the seromas, "an axillary mass appeared, which was biopsied, and a diagnosis of anaplastic t-cell lymphoma was established; multiple anaplastic cells were identified which showed weak cd2, cd3 and cd4 expression and strong cd30, tia-1 and perforin expression. Alk was negative." Fine needle aspiration biopsy revealed the following additional diagnosis: "cytologic findings compatible with lymph node involvement by lymphoproliferative process. Cd30-positive, probably hodgkin's lymphoma." Diagnostic testing additionally revealed left side "lymphangitis," "globular adenopathies," "capsulitis," "histiocytes of epithelioid aspect as part of granulomas and presence of large cells," "large areas of necrosis" and a "¿periposthetic collection.¿ diagnostic testing also revealed non side-specific events of "goiter" and ¿lung parenchyma with moderate paraseptal and centrilolobular emphysema in the middle and upper fields¿ and ¿laminar atelectasis.¿ approximately one month after the diagnosis, the patient underwent left side "implant removal with capsulectomy and a total mastectomy of the left breast in light of the presence of an indurated breast mass extending to the axilla. Physician noted that both implants were intact and that ¿the capsule was integrated into the tumour.¿ the histologic diagnosis of anaplastic t-cell lymphoma was retained. Physician noted, "after surgery is observed clinical worsening of the patient, respiratory failure secondary to left pleural effusion resulting in admission in the ICU and thoracic drainage through recurrent chest tube (drainage was required on 3 occasions). After [the patient's] first stay in the ICU [the patient] goes to the first floor and receives the first cycle of chemotherapy, showing grade IV neutropenia and diarrhoea. After the second chemotherapy, [the patient] shows marked clinical deterioration with suspicious of tumour lysis syndrome, metabolic acidosis and renal failure. This results in a second admission in the ICU. The patient died approximately five weeks after implant removal. This medwatch represents the left side. See MFR # 9617229-2016-00036 for the right side.

Manufacturer narrative:
(B)(4). The physician noted the device is no longer available for return. Therefore, allergan will not receive it and no analysis or testing will be done. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: lymphoma, including anaplastic large t-cell lymphoma (alcl) ¿ information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of the reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist. Haematoma/seroma: haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explantation. Necrosis: necrosis may inhibit wound healing and require surgical correction and/or explantation. Permanent scar deformity may occur as a result of necrosis. Do not use microwave diathermy in patients with breast implants. Microwave diathermy has been reported to cause tissue necrosis, skin erosion, and implant extrusion.

Event description:
Explanting physician reported left side onset of recurrent seromas approximately 10 years after implantation. The seromas were "drained on three occasions." Approximately four months after the onset of the seromas, "an axillary mass appeared, which was biopsied, and a diagnosis of anaplastic t-cell lymphoma was established; multiple anaplastic cells were identified which showed weak cd2, cd3 and cd4 expression and strong cd30, tia-1 and perforin expression. Alk was negative." Fine needle aspiration biopsy revealed the following additional diagnosis: "cytologic findings compatible with lymph node involvement by lymphoproliferative process. Cd30-positive, probably hodgkin's lymphoma." Diagnostic testing additionally revealed left side "lymphangitis," "globular adenopathies," "capsulitis," "histiocytes of epithelioid aspect as part of granulomas and presence of large cells," "large areas of necrosis" and a "¿periprosthetic collection.¿ diagnostic testing also revealed non side-specific events of "goiter" and ¿lung parenchyma with moderate paraseptal and centrilolobular emphysema in the middle and upper fields¿ and ¿laminar atelectasis.¿ approximately one month after the diagnosis, the patient underwent left side "implant removal with capsulectomy and a total mastectomy of the left breast in light of the presence of an indurated breast mass extending to the axilla. Physician noted that both implants were intact and that ¿the capsule was integrated into the tumour.¿ the histologic diagnosis of anaplastic t-cell lymphoma was retained. Physician noted, "after surgery is observed clinical worsening of the patient, respiratory failure secondary to left pleural effusion resulting in admission in the ICU and thoracic drainage through recurrent chest tube (drainage was required on 3 occasions). After [the patient's] first stay in the ICU [the patient] goes to the first floor and receives the first cycle of chemotherapy, showing grade IV neutropenia and diarrhoea. After the second chemotherapy, [the patient] shows marked clinical deterioration with suspicious of tumour lysis syndrome, metabolic acidosis and renal failure. This results in a second admission in the ICU. The patient died approximately five weeks after implant removal. This medwatch represents the left side. See MFR # 9617229-2016-00036 for the right side.